Manufacturer narrative:
The following fields were updated due to additional information: g.4. PMA / 510(k)#k243207. Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of 30 retained samples were visually inspected for illegible laser print. All samples passed testing, as the laser print was properly aligned and legible. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: printing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of units exhibited poor printing of the lot number and expiration date. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of units exhibited poor printing of the lot number and expiration date. No adverse impact was reported regarding the patient or user.